Manufacturer narrative:
Despite requests, either precise information about the involved device nor x-ray pictures are available for analysis. Batch history review is not possible because the batch number of the involved device is unknown. Despite requests, either precise information about the device nor x-ray pictures are available for analysis. Consequently no thorough investigation can be performed. No conclusion can be drawn. B braun medical (B)(4) has provided all the information currently available. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success. B braun medical (B)(4) is submitting this report to comply with 21 c.f.r. Part 803, the medical devic reporting regulation. This report is based on information provided to b braun medical (B)(4) by the us importer and has not been substantiated by any verifiable information (e.g. Films or medical records) that could be used to investigate the veracity of the alleged incident.

Event description:
"On or about (B)(6) 2007 patient was implanted with lp filter. Patient had been hospitalized for pe and dvt. Filter inserted through right femoral approach. Implanted at the l2-l3 level. On or (B)(6) 2014 patient was hospitalized for a large cerebellar stroke. Patient diagnosed with pe and infarction post filter insertion."